Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (401 mg/dl). Customer stated that elevated bg levels are due to the customer eating more than intended and not delivering a correction bolus. In addition, it was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer delivered a bolus to bring bg levels back to target range.